Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed 10-dec-2018. Review of the black box data revealed that data from the date of the alleged issue, (B)(4) 2018, had been overwritten due to continued use of the device after the event date. The battery compartment was undamaged and the returned battery cap able to fit properly on the pump. The pump was successfully primed and exercised without any interruption of power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging a "power issue". No details regarding the alleged power issue were provided. The reporter stated they would contact animas at a later date to complete troubleshooting of the pump; however, the reporter has not contacted animas to do complete troubleshooting activities. Animas customer support made several attempts to contact the reporter in follow up to complete the troubleshooting of the pump; however, the reporter has not responded. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.